Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the device showed no obvious damage. The device was given functional testing; this showed the device gave a "no disposable attached" alarm whenever a disposable tubing set was attached. Further examination showed damage to the microswitch area where disposable is attached. The cause of the damage at this area was not established.

Event description:
It was reported that the device gave an alarm indicating no disposable was attached. No adverse effects reported.